Event description:
The treating neurologist indicated that the patient's partial seizures were first noted to be increased in (B)(6) 2012. The neurologist also indicated that the increase in partial seizures was likely due to a loss of therapy, but also from medication changes. It was noted by the neurologist that the increase in seizures was below the patient's pre-vns baseline frequency. The neurologist indicated that the patient's vns was not replaced to preclude a serious injury and that the patient had not been seen since generator replacement.

Manufacturer narrative:
Event date, corrected data: new information received corrects date on initial report.

Event description:
The pulse generator was received and analyzed. Analysis showed that the pulse generator was at an ifi condition. Analysis showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2012 noted that that patient's current seizure frequency was one to two seizures a day, but that he recently had experienced up to four to six small seizures a day. It was noted that the patient has experienced a fifty percent reduction in seizures with vns therapy; however, it is unknown if the four to six seizures the patient was experiencing was above the patient's pre-vns baseline. Further follow-up revealed that the patient underwent generator replacement for battery depletion on (B)(6) 2013. Return of device to manufacturer for analysis is anticipated; however, has not been received to date. Attempts to obtain additional information have been unsuccessful to date.